Manufacturer narrative:
No mfg related root cause is identified for this report. All co sterilization processes are validated or revalidated according to accepted international standards and the co policies. This validation consists of phases that qualify equipment, process and product in the sterilization process to ensure that a product will reproducibly be sterilized to meet the sterility assurance level. Product is released for sale based on specific performance criteria.

Event description:
Plaintiff alleges that she suffered from hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness and flu-like symptoms caused by latex proteins in latex gloves.